Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call she changed the infusion set because her blood glucose was rising and the insulin pump alarmed no delivery during manual prime. The blood glucose at the time of the incident was 384 mg/dl. Troubleshooting was performed and the customer was unable to push insulin through the tubing with the plunger after disconnecting and reconnecting the infusion set and reservoir. She the changed the reservoir and was able to prime. The reservoir will not be returned for analysis.